Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the customer disconnected. Tandem technical support was unable to finish pump reset or confirm if insulin delivery was resumed successfully. The customer declined further troubleshooting.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.